Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was not getting any results from program 4, though they had improvement for 4 months and then trickled down to nothing. Patient's p.a. Kept changing the program and it worked for 2-3 months but then the patient was severely shocked and stated it was very painful. Patient stated they just poured from their bladder and goes over their number 6 pad. Patient stated that the minute they put their feet on the floor in the morning, it flows a forceful amount of fluid out. Patient never wet the bed and would have a bowel movement an hour later and stated a blob of fecal matter will come out. Patient felt something was wrong and had not felt stimulation in the bicycle seat area since switching doctors and felt stimulation below the ins. X-rays had been performed and the leads were in the position they were supposed to be in. Patient saw their p.a. At the doctor's office two weeks ago and the p.a. Said the battery was weak but the doctor corrected them and said it was working fine. Patient switched from program 4 at 6.7v to program 3 at 5.3v and stated stimulation was not in the bicycle seat for either program. Stimulation was 1/2 inch below the ins. It was noted that patient had neurological problems and a degenerative back. Patient wore back support because they had a herniated disc a year ago and had back surgery in 2014 for l2, 3,4, 5 and fused them and that they were walking to pain and could not walk. Patient was supposed to have surgery and was why they wore a back brace. Patient mentioned the doctor put them to sleep and did not know if leads were replaced or changed in (B)(6) 2016 or november, and it was unclear. No further complications were reported.

Manufacturer narrative:
Continuation of concomitnt products: product ID 3889-28, lot# va15b0x , implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that therapy initially worked and then symptoms returned. Patient reported soaking a size 5 pad and considered that inadequate coverage. Patient had an adjustment done twice and asked patient if they could feel anything but they could not. On the way home it was noted patient soiled their pad 4 times in one hour and had a wet pad. Patient had no significant change to symptoms. Patient additionally had sudden spasms of bladder and hands ,fingers curled under which occurred after patient had been sitting 45 minutes to an hour. It was mentioned stimulation was not related to the spasms. Patient also stated last time they were at the doctor, they were shocked so badly during adjustments. Patient had an x-ray taken and was told that the leads were in wrong and was facing in the wrong direction; however, when patient consulted their doctor about this they were told the leads were in the exact position they should be. Patient also had a mild bladder infection and was given cipro. Patient stated they had cystitis before but nothing like this and they could not control their urine, and would come before if they had an urge. Patient stated they could not increase their amplitude higher than 6.25 on program 2 and confirmed that patient had reached upper limit. Patient took a vesacure and then from 10-12 patient still had to change their pad 3 times. No further complications were reported.